Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system exhibited incomplete healing of the device pocket site resulting in the incision to reopen. There was also bleeding noted at the implant site. This patient was administered anti-biotics and will have frequent dressing changes. This device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. In the absence of physical analysis, the root cause of the reported observations is attributed to a known inherent risk of the device.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system exhibited incomplete healing of the device pocket site resulting in the incision to reopen. There was also bleeding noted at the implant site. This patient was administered anti-biotics and will have frequent dressing changes. This device system remains in service. No additional adverse patient effects were reported.